Event description:
It was reported the patient had a dye study. The patient¿s symptoms included a lack of pain relief, present since the pump was implanted. It was said the catheter was suspected of being associated with the issue. The patient had a dye study and the pump was filled with saline. Approximately 24 hours later, dye was injected into catheter via the side port. Initially, no aspiration could be done, however after the dye and saline were injected, it was possible to aspirate cerebrospinal fluid (csf). It was said there would be no catheter revision or replacement needed. The pump was used to deliver fentanyl and clonidine.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).